Manufacturer narrative:
H3: device evaluation: lens was returned in a contact lens and dry. Visual inspection found the lens haptic torn with residue throughout the lens. Dimensional inspection found the lens within specifications. Claim#: (B)(4).

Manufacturer narrative:
Type of investigation - lens work order search: no similar complaint type events reported for units within the same lot. Claim#: (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.2mm micl13.2; -9.0 diopter implantable collamer lens into the patient's eye. The surgeon reports excessive vaulting and the lens was explanted. Attempts to gather additional information have been unsuccessful.